Event description:
It was reported during a routine follow-up that premature battery depletion was observed. The device's battery was showing only 2 months remaining. The previous follow-up showed that the battery was estimated to have 6 years remaining. All measurements (lead parameters) were within normal range. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Additional information: this report is being updated to indicate the correct model/serial number of the device. The field rep had previously provided the model/serial number for the replacement device.

Manufacturer narrative:
The device has been received, and the investigation is currently in progress. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation. (B)(4).

Event description:
It was reported during a routine follow-up, the physician observed the battery had only 2 months remaining. The device was implanted in 2017, and in the previous follow-up, the battery was estimated to have 6 years remaining. All measurements (lead parameters) were normal. The device was replaced, and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported during a routine follow-up, the physician observed the battery had only 2 months remaining. The device was implanted in 2017, and in the previous follow-up, the battery was estimated to have 6 years remaining. All measurements (lead parameters) were normal. The device was replaced, and was returned for analysis.